Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f1901 captures the reportable event of laparoscopic surgery was performed. Imdrf impact code f2301 captures the reportable event of a second stent was attempted to be deployed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-00213 and 3005099803-2024-00266 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to jejunum treat a duodenal stricture during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (subject of this report). However, the distal flange did not open even after waiting for several minutes and with additional manipulation of the catheter handle. The first axios stent was removed partially deployed on the delivery system. A second axios stent (3005099803-2024-00266) was attempted to be deployed, however, the physician was not able to locate the intended location under endoscopic ultrasound (eus). The second axios stent was removed undeployed and the physician then decided to complete the procedure via laparoscopic surgery. There are no patient complications due to this event.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-00213 and 3005099803-2024-00266 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to jejunum treat a duodenal stricture during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (subject of this report). However, the distal flange did not open even after waiting for several minutes and with additional manipulation of the catheter handle. The first axios stent was removed partially deployed on the delivery system. A second axios stent (3005099803-2024-00266) was attempted to be deployed, however, the physician was not able to locate the intended location under endoscopic ultrasound (eus). The second axios stent was removed undeployed and the physician then decided to complete the procedure via laparoscopic surgery. There are no patient complications due to this event. Note: it was reported that the axios stent was intended to be placed during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum. ***additional information received on february 06, 2024*** the physician was unable to puncture the intended location as the physician was not able to locate the intended anatomy. The laparoscopic procedure was performed to treat patient's underlying condition, and the procedure was performed on the same day the stents were attempted to be deployed.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of a second stent was attempted to be deployed. Imdrf impact code f1901 captures the reportable event of laparoscopic surgery was performed. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. A dimensional inspection was performed, and the stent was measured to be within specification. No other problems were noted with the stent and delivery system. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was implanted during a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, stent partially deployed is a known potential complications associated with the use of the device in the manufacturer's labeling. Product analysis did not confirm the reported event of stent first flange failure to expand as there was no objective evidence or descriptive conditions to confirm the reported event. Additionally, the reported event of stent partially deployed is known and documented in the labeling; therefore, the most probable cause of this event is known inherent risk if device. The investigation findings do not lead to a clear conclusion about the cause of the reported event of failure to expand; therefore, the most probable cause was unable to be established. Block h11: blocks d4 (model number), h6 (conclusion code) and h10 were corrected.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-00213 and 3005099803-2024-00266 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to jejunum treat a duodenal stricture during a gastrojejunostomy procedure performed on (B)(6)2024. During the procedure, the physician attempted to deploy the first axios stent (subject of this report). However, the distal flange did not open even after waiting for several minutes and with additional manipulation of the catheter handle. The first axios stent was removed partially deployed on the delivery system. A second axios stent (3005099803-2024-00266) was attempted to be deployed, however, the physician was not able to locate the intended location under endoscopic ultrasound (eus). The second axios stent was removed undeployed and the physician then decided to complete the procedure via laparoscopic surgery. There are no patient complications due to this event. The physician was unable to puncture the intended location as the physician was not able to locate the intended anatomy. The laparoscopic procedure was performed to treat patient's underlying condition, and the procedure was performed on the same day the stents were attempted to be deployed.

Manufacturer narrative:
Blocks b5 and h6 were updated based on the additional information received on february 06, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of a second stent was attempted to be deployed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-00213 and 3005099803-2024-00266 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were to be implanted transgastric to jejunum treat a duodenal stricture during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the first axios stent (subject of this report). However, the distal flange did not open even after waiting for several minutes and with additional manipulation of the catheter handle. The first axios stent was removed partially deployed on the delivery system. A second axios stent (3005099803-2024-00266) was attempted to be deployed, however, the physician was not able to locate the intended location under endoscopic ultrasound (eus). The second axios stent was removed undeployed and the physician then decided to complete the procedure via laparoscopic surgery. There are no patient complications due to this event. Note: it was reported that the axios stent was intended to be placed during a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum. Additional information received on february 06, 2024: the physician was unable to puncture the intended location as the physician was not able to locate the intended anatomy. The laparoscopic procedure was performed to treat patient's underlying condition, and the procedure was performed on the same day the stents were attempted to be deployed.

Manufacturer narrative:
Blocks b5 and h6 were updated based on the additional information received on february 06, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of a second stent was attempted to be deployed. Imdrf impact code f1901 captures the reportable event of laparoscopic surgery was performed. Block h10: an axios stent and electrocautery enhanced delivery system was was received for analysis. Visual examination of the returned device found the stent partially deployed. A dimensional inspection was performed, and the stent was measure to be withing specigication. The stent was measured to be within specifications. No other problems were noted with the stent and delivery system. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was implanted during a gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, stent partially deployed is a known potential complications associated with the use of the device in the manufacturer's labeling. Based on the available information, the reported event of stent partially deployed is known and documented in the labeling; therefore, the most probable cause is event known inherent risk if device. Furthermore, the investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. Block h11: blocks b5 and h6 were corrected.